Event description:
Additional information was received confirming the event occurred during patient therapy. There was no patient injury. There was no medical intervention as they continued therapy with a different device.

Manufacturer narrative:
Other, other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a cracked enclosure and tank cover, bent micro switch, and damaged display on its circuit board. The reported issue was confirmed during functional testing when the device leaked water and activated an alarm. The investigation traced these issues to damage to the water tank, and a calibration problem with the temperature calibration port. No root cause could be identified for the damage, but the calibration problem was attributed to user tampering. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device works for a while. Then the fluid drops and the device overheats. Patient involvement is unknown.